Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hydromorphone 5 mg/ml; 1.8967 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation. The patient recently had magnetic resonance imaging (MRI). The patient had an abdominal MRI the same day they were seeing the motor stall message. A motor stall recovery had not occurred. It had not been less than 2 hours since patient exited the MRI field. The pump was interrogated and resulted in a motor stall recovery. The hcp saw the pump motor stall recovered (B)(6) 2017 which is when the pump was read post MRI. Troubleshooting resolved the event. Per the hcp, there really had not been any symptoms, maybe a little increase but nothing alarming. No further complications were reported. No alarms were heard from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient did not experience any symptoms related to the motor stall. The pump was stalled for less than one day. Patient¿s weight at the time of the event and medical history was unknown. . Additional information was received from a healthcare professional (hcp). The MRI was performed on (B)(6) 2017.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was confirmed that the patient only had one MRI on (B)(6) 2017.